Event description:
During implantation of an abbott aveir leadless atrial pacemaker, the device was successfully deployed and anchored within the right atrium. When the delivery system was advanced to the "long-tether" position to assess stability prior to release, it became apparent that the tethers were no longer attached to the pacemaker despite no intentional release having been performed. Fortunately, the device position, fixation, and electrical performance were satisfactory, and the pacemaker remained stably implanted. The delivery system was removed and inspected outside the patient. Inspection revealed an apparent malfunction of the tether-locking mechanism. The delivery handle contains a mechanism that aligns the tethers to lock the pacemaker to the delivery system and misaligns the tethers to release the device. In this delivery system, the mechanism appeared to function in reverse. When the handle indicated the tethers were aligned (locked position), the tethers were actually misaligned (release position). Conversely, when the handle indicated the tethers were misaligned (release position), the tethers appeared aligned (locked position). This malfunction resulted in unintended premature release of the pacemaker from the delivery system. Although no patient harm occurred because the device happened to be in an acceptable implant position at the time of detachment, this defect represents a potentially serious safety hazard. If repositioning or retrieval had been required, the inability to maintain attachment between the pacemaker and delivery system could have resulted in procedural complications, prolonged procedure time, device embolization, or the need for additional intervention. The observed behavior is concerning for a manufacturing, assembly, or quality-control defect involving the delivery system's tether-locking mechanism.